Event description:
Pt had original surgery with total hip replacement on 3/22/89. Surgery went uncomplicated, post-op recuperation uncomplicated. On 12/21/92, pt had a routine visit with physician. At that time x-rays were done and broken poly insert was visible. Pt did not complain of discomfort at this time. In a follow-up visit with surgeon, the pt was advised to have surgery to have the broken parts removed and new implants inserted. Because the pt was symptom free surgery wasn't done until 2/16/94. MFR (salesman) was notified of situation on 1/19/94 and date of new surgery scheduled in 2/94. Add'l lot number 902200010.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.